Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that an in-stent restenosis (isr) of a previously deployed stent was noted. The esprit balloon was advanced to the isr and was inflated. The pressure was increased from 6 atm to 8atm and the balloon ruptured. Another company's balloon catheter was used to dilate the isr. Reportedly, there were no patient effects. No add'l event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information and determined that factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy was described as mild tortuous and concentric, which may have contributed to the reported difficulties. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported balloon rupture.